Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the loss of power event occur due to a double disconnection of both power sources by the patient, and the controller was not exchanged, the alarm has been resilience.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during a clinic visit, the vad was connected to a monitor, and both the monitor and the controller displayed an alarm indicating a "controller fault, call." The troubleshooting page on the monitor identified a "controller component malfunction." Logfiles were submitted for analysis. The issue remained unresolved.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files revealed a total of two-hundred and fifty (250) low flow alarms logged since (B)(6) 2024. Additionally, a motor start event was recorded on 28/nov/2024 at 14:04:18, in which the motor start parameters were atypical. Log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2024 at 01:14:28, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. A controller power-up event, with an as associated motor start event, was logged on 28/nov/2024 at 14:04:09, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that bat(B)(6) was connected to power port one (1) with 94% rsoc and that bat(B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and bat(B)(6) was connected to power port two (2). The controller was without power for ten (10) seconds. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on review of risk management documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible root cause of the loss of power can be attributed to a disconnection of both power sources as reported in the event description. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#:1420 / expiration date:30-sep-2019  /serial#: (B)(6) no h4: mfg date: 10-sep-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of ventricular assist device (vad) log file data revealed history of low flow alarms and a motor start event with parameters outside of the typical range.  Additionally, the controller exhibited loss of power and controller fault alarms. The vad and controller remain in use. No patient complications have been reported as a result of this event.